Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the reporter, during the procedure on (B)(6) 2017 the doctor was inserting the device, while he was pulling the sheath through on the tunneler, it disconnected in the patient. The doctor managed to retrieve it twice. He discarded the item and finished the procedure with another. There was no harm to the patient.